Manufacturer narrative:
Results: one used unit was received for evaluation. Our quality engineer visually inspected the returned unit and confirmed that the extension tubing had separated from the luer adapter. A review of the device history records and material review report database revealed no irregularities during the manufacture of reported lot number 0148971. Conclusions: the engineer concludes that the damage to the unit was most likely caused by excessive stress/force placed on the device as the device showed characteristics of being assembled correctly during the manufacturing process. (B)(4).

Event description:
The device was used for a venipuncture in a child. In twenty-four hours after insertion, part of the product fell, causing contamination of the system and environment and resulting in blood loss.